Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified dates reported as "since" (B)(6) 2022, the patient has two consecutive peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two events of peritonitis. The cause of the first event was reported as due to sinusitis. It was not reported if the patient was hospitalized for this event. The patient was treated with cephalosporin (intraperitoneal) for the event. The patient outcome was not reported. The cause of the second event was not reported. The patient was hospitalized and was treated with cephalosporin (intraperitoneal) for the event. At the time of this report, the patient was not recovered and remained hospitalized for the event. Pd therapy was ongoing during both events. No additional information is available.